Event description:
Diasorin molecular llc received a complaint alleging false positive results one patient sample with the simplexa covid-19 direct assay, but were confirmed negative when repeated on other liaison mdx instruments. The customer confirmed no alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one patient sample with the simplexa covid-19 direct assay, but were confirmed negative when repeated on other liaison mdx instruments. Run analysis of the simplexa result is the following: (B)(6) 2022@1015, sample ID fisio sputa 1: s gene (34.9) orf1ab (34.6) with the positive sample detected at cts above 32, it is likely this sample is near the limit of detection of the simplexa assay. The subsidiary stated decontamination of the instrument and recalibration slightly improved the occurrence but were still getting some positives on samples that were expected negative. It is not known why the positive occurrence is higher on one instrument. The customer's device and suspected false positive sample was not provided for investigation. Investigation of the source of the false positive is ongoing. Batch record review showed the critical component, reaction mix mol4151 lot# x13927n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# x14541n for suspected false positives.